Manufacturer narrative:
(D10) concomitant devices: 02-010-06-0330 - tru cc femoral size 3 right 02-022-44-3013 - truliant tib imp psc insert sz 3, 13mm 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t 02-012-60-2080 - tru stem ext 20mm x 80mm 200-07-32 - advanced patella 32mm 3 peg implant 02-012-66-2000 - metaphyseal tibial cone, ml32mm 204-70-00 - tibial stem ext. Screw. 208-06-03 - cc distal fem augment sz 3, 10mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced inflammation with pain and stiffness; and moderate knee effusion. As a result, approximately 1 year after initial replacement, the patient underwent a joint aspiration on the right knee. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2022-00903.

Manufacturer narrative:
The reason for the joint effusion and pain reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected h6: corrected health effect and investigation clinical codes.